Manufacturer narrative:
The insulin pump passed the displacement test. The device was unable to prime during the prime test and alarmed motor error during basic occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to a prime/fill anomaly. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.